Manufacturer narrative:
Evaluation: we are in the process of trying to obtain further info for this event. We are requesting, from the facility, further detail as to what type of ralstonia the pt contacted and why they have associated it with this event. A review on the reported lot number shows no other reports received. A review of the instructions for use (IFU) shows a warning that states "confirm integrity of pt line. Pt line water path must be fully primed and check for water leaks before priming i.v. Line and connecting to pt line. Do not use if water exits the pt line before the i.v. Line has been primed." If this required step is performed, then any leakage would be noted before pt use and the unit would have been discarded. A review of the manual for the fluid warmer also has a similar warning. A follow up report will be filed if more info is obtained.